Event description:
On (B)(6) 2015, a patient underwent an endovascular procedure using two conformable gore® tag® thoracic endoprostheses (tgu343420j/13306565, tgu343415j/13154003) to repair stanford type a chronic aortic dissection. The three aortic branches were planned to be intentionally covered with the ctag devices and therefore a bypass procedure was performed from the ascending aorta to the three branches. It was reported that the proximal neck of the tgu343420j/13306565 was placed within the surgical graft which replaced the distal ascending aorta. The final angiography revealed a proximal type I endoleak; however the physician elected to monitor the endoleak. The patient tolerated the procedure. Post-operatively, the endoleak persisted. On (B)(6) 2015, a re-intervention was performed to repair the endoleak whereby additional devices (tgu343410j/13682558, tgu343410j/13258785) were implanted to reline the proximal neck. Coil-embolization was also undertaken to the root of the aortic branches. (Captured under the event 43117). During the re-intervention, it was identified that blood flow into the false lumen from a re-entry at the level of the superior mesenteric artery (sma) was observed, which had not been treated with the ctag devices initially implanted. The physician elected to repair the leak to the false lumen at a later date. The patient tolerated the re-intervention. On (B)(6)2015, the patient underwent another endovascular procedure using two conformable gore® tag® thoracic endoprostheses (true lumen; tgu343410j/13682557, false lumen; tgu404010j/12638993) to exclude the false lumen. It was reported that candy plug technique was utilized, and a tgu404010j/12638993 was modified and implanted in the false lumen. The patient tolerated the procedure. On (B)(6)2019, another aortic dissection developed from the distal edge of the modified tgu404010j/12638993, and the patient emergently underwent a re-intervention to repair the dissection. During an attempt of pta, the dissection ruptured and then the patient expired during the re-intervention. It was reported that the location of the rupture was unknown, and that it was also unknown the rupture occurred in the pre-existing dissection or the newly onset dissection. (Captured under the event 43183). On january 13, 2021, the additional information was provided by fsa according to pmda¿s inquiry. After a series of treatments in 2015, coil embolization was performed to the false lumen in (B)(6) 2016, and nbca embolization was performed to the false lumen in (B)(6) 2016. After that, it was followed up in may every year, and the progress was good and the patiet was relatively well. Until the follow-up in (B)(6) 2019, there were no major changes in CT imaging findings such as enlargement of the aneurysm diameter. On (B)(6)2019, he complained of sudden back pain and was transported by emergency, and re-dissection and enlargement of the aneurysm diameter were confirmed near the distal to the stent graft. When the patient have been monitored the situation with blood pressure control etc., rupture occurred on october 30, and additional treatment was performed such as sma stent due to symptoms of malperfusion, but the patient expired.

Manufacturer narrative:
This event also includes device 13306565/ 04993024008342 , 13154003/04993024008335 , 13682558/04993024008328 , 13258785/04993024008328 , and 13682557/04993024008328.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: bleeding, endoleak, hematoma or coagulopathy, puncture, surgical conversion, aneurysm rupture and death.

Event description:
On (B)(6) 2015, a patient underwent an endovascular procedure using two conformable gore® tag® thoracic endoprostheses (tgu343420j/13306565, tgu343415j/13154003) to repair stanford type a chronic aortic dissection. The three aortic branches were planned to be intentionally covered with the ctag devices and therefore a bypass procedure was performed from the ascending aorta to the three branches. It was reported that the proximal neck of the tgu343420j/13306565 was placed within the surgical graft which replaced the distal ascending aorta. The final angiography revealed a proximal type I endoleak; however the physician elected to monitor the endoleak. The patient tolerated the procedure. Post-operatively, the endoleak persisted. On (B)(6) 2015, a re-intervention was performed to repair the endoleak whereby additional devices (tgu343410j/13682558, tgu343410j/13258785) were implanted to reline the proximal neck. Coil-embolization was also undertaken to the root of the aortic branches. (Captured under the event (B)(4)) during the re-intervention, it was identified that blood flow into the false lumen from a re-entry at the level of the superior mesenteric artery (sma) was observed, which had not been treated with the ctag devices initially implanted. The physician elected to repair the leak to the false lumen at a later date. The patient tolerated the re-intervention. On (B)(6) 2015, the patient underwent another endovascular procedure using two conformable gore® tag® thoracic endoprostheses (true lumen; tgu343410j/13682557, false lumen; tgu404010j/12638993) to exclude the false lumen. It was reported that candy plug technique was utilized, and a tgu404010j/12638993 was modified and implanted in the false lumen. The patient tolerated the procedure. On (B)(6) 2019, another aortic dissection developed from the distal edge of the modified tgu404010j/12638993, and the patient emergently underwent a re-intervention to repair the dissection. During an attempt of pta, the dissection ruptured and then the patient expired during the re-intervention. It was reported that the location of the rupture was unknown, and that it was also unknown the rupture occurred in the pre-existing dissection or the newly onset dissection.